Event description:
It was reported that the insulin pump gave a motor error alarm followed by a blank display. It was stated that this continued happening in a loop, and the insulin pump would not get out of it. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display with a constant tone due to moisture damage on the lcd and mother board. Unable to confirm the motor error alarms due to the frozen display. Moisture damage was noted on the motor assembly. No blank display was noted.